Manufacturer narrative:
E1: initial reporter information: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without a problem and no damaged noted; however, the rupture was found to be in the shape of a pinhole. The procedure was completed using a different device. No complications reported, and patient status was good.